Event description:
It was reported that during a laparoscopic appendectomy procedure that stapler deployed staples and the knife advance but would not open. The home button was not used, surgeon went straight to the manual override to open the device. Staple line was intact and fully formed. A second device was opened but would not fire as if there was no power. A third like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2023. D4: batch # 302c39. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned with no apparent damage and with a gst45b reload present. The reload was received partially fired 1/4. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A clamp transection complete was found that indicating that the device was opened before the knife home movement was completed. The log indicates that this happened at the end of fgqa. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. This defect has been correlated to a manufacturing process. Device history review a manufacturing record evaluation was performed for the finished device batch number 302c39, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any other trouble shooting steps taking? Was the battery removed and reinserted? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.